Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others and missing a patch (75-100%). A microscopic analysis was performed which identified: broken sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the posterior assessed as unidentified (tear) opening. Missing patch due to inconclusive. The reason for reoperation is a rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side "deflation" of a gel-filled device, and exchange from textured to smooth due to patient concern. Additionally reported "breast deformity." Device has been explanted.